Event description:
It was reported that resistance was during advancement of the delivery system and then the stent was observed to have deployed at the midsection of the guide catheter. The guide catheter was safely removed along with the stent delivery system without any clinical consequence to the patient.

Event description:
It was reported that resistance was during advancement of the delivery system and then the stent was observed to have deployed at the midsection of the guide catheter. The guide catheter was safely removed along with the stent delivery system without any clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery system was returned contained within the envoy microcatheter. Analysis revealed that the stabilizer was protruding through the microdelivery catheter distal end which is indicative of the stent being pushed out of the microdelivery catheter with the stabilizer. The microdelivery catheter was examined and no anomalies were observed. The stabilizer was found bent on two places along its proximal shaft length. The microcatheter, stabilizer, and the stent found within the envoy were found within their required specifications. Information available confirmed that the device was confirmed to be in good condition post unpacking and preparation; therefore, it is likely that stabilizer bends occurred during re-packing or shipping to the manufacturer. Based on device findings a potential cause for the premature deployment could have been insufficient tightening of the rotating hemostasis valve (rhv) to secure the 2f stabilizer. However, additional information received indicated that the rhv was sufficiently tightened and that the stabilizer could not have been advanced inadvertently during advancement. Therefore, the root cause of the reported event could not be determined.